Manufacturer narrative:
A boston scientific technical services consultant documented and reviewed the reported clinical observations. The consultant stated the shock was ultimately delivered for the af with rvr. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received a shock and lost consciousness. A review of the device data identified the patient was in atrial fibrillation (af) with a rapid ventricular rate (rvr) with a short run of ventricular tachycardia (vt). No adverse patient effects were reported.